Event description:
It was reported that at a patient's previous refill appointment, the hcp reported 2 ml more of the medication than expected. At the patient's most recent refill appointment the hcp reported 5 ml more than expected. The patient experienced increased pain that was not relieved by the pump refill and dosage increase. At the time of surgery, medication in pump was aspirated for use in the new pump. It was expected to contain 31.3 ml and that is the amount that was aspirated from the pump. Per the reporter, there was no patient injury. The patient recovered without sequela. The medications being administered via the pump were hydromorphone (concentration of 10.0 mg/ml) at a simple infusion daily dose of 14.017 mg/day, and bupivacaine (concentration of 22.5 mg/ml) at a simple infusion daily dose of 31.538 mg/day.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found; normal device function.

Manufacturer narrative:
(B)(4).